Manufacturer narrative:
Investigation: three (3) samples were provided by the customer for investigation. The three (3) samples were visually examined and were found to be clogged as light was not able to pass through the samples. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the three (3) returned samples were clogged as light was not able to pass through the samples.

Event description:
It was reported that during use of the bd precisionglide¿ needle there was an issue with the needles being clogged. The following information was provided by the initial reporter, translated from portuguese to english: when trying to use the needles, you notice that they are clogged because the medicine does not pass.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ needle there was an issue with the needles being clogged. The following information was provided by the initial reporter, translated from (B)(6) to english: when trying to use the needles, you notice that they are clogged because the medicine does not pass.